Manufacturer narrative:
The unit was returned to (B)(6) center in (B)(6) and tested. The fault could not be reproduced and was said to be functioning normally. Caire is attempting to have the unit returned to perform their own evaluation. If any more information is discovered, a follow-up MDR will be filed.

Event description:
The patient's wife filled the portable unit via the side fill valve of the base unit. After removing the portable unit from the base unit, liquid oxygen started to flow out of the base unit. Liquid oxygen got onto both hands of his wife. The resulting injuries (2nd degree burns) were treated in a hospital outpatient facility. The patient has been supplied with liquid oxygen products since (B)(6) 2013.

Event description:
This report was originally submitted on 10/17/2018, and is being resubmitted on 4/17/2020 as the original submission failed to go through. The patient's wife filled the portable unit via the side fill valve of the base unit. After removing the portable unit from the base unit, liquid oxygen started to flow out of the base unit. Liquid oxygen got onto both hands of his wife. The resulting injuries (2nd degree burns) were treated in a hospital outpatient facility. The patient has been supplied with liquid oxygen products since (B)(6) 2013.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The unit was returined to (B)(6) and tested. The fault could not be reproduced and was said to be functioning normally. The unit was returned to caire for an evaluation. The alleged incident reported could not be duplicated, and the unit in question is within all manufacturer's specifications. There was no leakage of any kind identified.